Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd angiocath¿ IV catheter detached from the adapter during the placement in the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "during catheter placement on the patient, the catheter was detached from the catheter adopter. The detached catheter didn't remain in the patient body. The patient's condition after the issue is unk."

Manufacturer narrative:
Investigation: bd was able to verify the customer complaint for the reported defect; the submitted device and photographs show that the junction between the catheter and the adapter was not successfully crimped during the course of production. Although there were no records of failure/ integrity of the seal in the batch history analysis and in the records of non-conformity or quality notification for the claimed batches, the complaint was verified by analyzing the sample. A through review of our maintenance records identified an unscheduled repair which occurred during the manufacture of this lot, was performed on the manufacturing station responsible for the crimping of the catheter / adapter junction, this station was successfully repaired before the completion of this lot's manufacture.

Event description:
It was reported that the bd angiocath¿ IV catheter detached from the adapter during the placement in the patient. The following information was provided by the initial reporter, translated from japanese to english: "during catheter placement on the patient, the catheter was detached from the catheter adopter. The detached catheter didn't remain in the patient body. The patient's condition after the issue is unk."